Event description:
While on site to investigate an unrelated issue, a beckman coulter (bec) field service engineer found a leak from pinch valve pv42 of a coulter lh 500 hematology analyzer. The volume of the leak is not known and was contained within the instrument. It is not known what personal protective equipment was worn by the fse when the leak was found. In addition, the instrument was generating h&h check failure messages. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
The fse replaced pinch valve pv42 to resolve the leak and replaced the blood sampling valve (bsv) to resolve the h&h check failures. Service activity performed and was verified to meet the specified requirements per established procedures. (B)(4).